Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with discomfort. Upon review, noise oversensing on the atrial lead led to inappropriate automatic mode switch episodes. It was possible to reproduce the noise by lifting arm to side. Programming changes were made and the patient was stable.